Event description:
The surgeon implanted with a vicm12.6 implantable collamer lens in the right eye and the lens was removed and exchanged for a 13.2 length. Lens subluxation and glare/halos were noted.

Manufacturer narrative:
Surgical procedure. Halo/glare. Lens (iol), dislocated intraocular. (B)(4).

Manufacturer narrative:
Method - lens work order search. Medical review. Results: a lens work order search was revealed that there were no similar complaint for the same type of problem from this work order. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). The most probable cause of this event is a short lens. (B)(4).